Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not power a test monitor. Upon evaluation, the f1 fuse was blown. The cause of the non-functional battery pack is the blown fuse. The root cause of the blown fuse cannot be positively identified no adverse event resulted from the defective battery pack.

Event description:
During servicing of a patient's battery pack, which was returned for an unrelated issue, a reportable problem was found. The battery pack would not power a test monitor.